Manufacturer narrative:
(B)(4). Batch # p91805. The device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # p91805. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure the jaws of the device could not be open suddenly. A spare one has been used to finish the procedure. No patient consequences.

Manufacturer narrative:
(B)(4). Additional information received: when the jaws did not open, did the surgeon attempt to manually open the jaws with his fingers? No. If no: was the device on a vessel/artery when it would not open? No. If yes, how was the device removed? (I.e. Cut off, forced opened) n/a. If cut off, did this cause a change in the plan of care for the patient? No consequence patient. Did the removal cause any damage to the vessel/artery? N/a. If yes, what is the damage and how was the damage repaired? N/a.